Event description:
The patient reported experiencing nausea, vomiting, headache, weakness in legs, difficulty urinating, and worsening pain which began on the first day of intrathecal therapy. The drug used in the pump is prialt which was started at a dose of 1.201 mcg/day. It was increased to 1.439 mcg/day and then increased a second time (dose unknown). On the first day of therapy, the patient experienced nausea and vomiting which later resolved. The patient soon began experiencing nearly constant headaches which were described as "hitting," then "going away," before "hitting again". The patient developed weakness in his legs and is able to stand for only a short period of time. Most significantly, the patient's pain has worsened, and is described as "burning more" and "being more intense" especially in the lower back and legs. The patient presented to the ER in march. He was admitted and hospitalized overnight before being discharged the next day. Five days after discharge, the patient had an emg which was normal. The patient reported his symptoms were continuing and he would be seen by his hcp at the end of march. Additional information from the hcp indicated the patient has a medical history relevant for lumbar disk disease, post laminectomy syndrome, and a failure of all other pain medications. The patient continues to receive priait via the intrathecal pump and all events remain ongoing. The hcp confirmed the patient's symptoms and indicated that all of these events were ongoing prior to initiating prialt. The symptoms have varied in intensity, but were not likely related to the drug.